Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Concomitant medical products: zcb00 21.5 diopter intraocular lens, serial # (B)(4), handpiece serial # unknown. Device manufacture date: unknown, as the lot number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017 with use of a model 1mtec30 cartridge. Post-operatively, on the same day as surgery, the doctor reported the eye looked good. On post op day 1, there were corneal folds/inflammation. The patient also has (B)(6). The patient was on increased steroids, but with no or slow improvement of the diagnosed condition as of (B)(6) 2017, and therefore, a topical antibiotic, besivance, was increased. In addition, omidria was given to the patient. Reportedly, the doctor noticed this case seemed more c/w tass (toxic anterior syndrome) like presentation, and the patient had significant endothelial folds-edema, had fibrin. Routine case, nothing out of the ordinary. No additional information was provided. This report represents the cartridge and a separate report will be provided for the intraocular lens.